Manufacturer narrative:
Further information was requested and not yet received.

Event description:
New information received indicated the leadless pacemaker was unable to be interrogated. Technical services was contacted, and troubleshooting was attempted. No resolution was reported. The patient was discharged and scheduled to attempt another day. There were no reported patient consequences. Further information was requested and not yet received.

Event description:
It was reported that the atrial leadless pacemaker (alp) exhibited a telemetry communications anomaly. Further information was requested however, was not provided.